Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
The following information was obtained through the clinical study (B)(6): it was reported the physician implanted a 25mm gore® cardioform septal occluder on (B)(6) 2020. On (B)(6) 2020 the patient presented with atrial fibrillation. The atrial fibrillation resolved without treatment on (B)(6) 2020. Received additional information on (B)(6) 2022 that the atrial fibrillation was confirmed with cardiac monitoring and the patient had been treated with metoprolol.